Manufacturer narrative:
(B)(6) h3: one pump was returned for analysis in used condition. Visual inspection showed the keypad was not functional. Service history identified the complaint was not related to a previous service of the device within the review period. The pump failed flow rate testing. The customer's reported issue was confirmed. The expulser will be sanded to correct the issue.

Event description:
It was reported that the pump had a deviation of the delivery rate as it was exceeded. There was unknown patient involvement.